Event description:
It was reported that the patient experienced a return of symptoms; specific symptoms were not provided. The patient was seen in the emergency room then the clinic. The pump was interrogated. It was noted that the pump motor has stalled. The first motor stall recovered within three hours. The second motor stall did not show a recovery. The pump was updated and still did not show a recovery. The pump was updated and still didn't show a recovery. The pump was used to deliver clonidine 450 mcg/ml at a rate of 250.33 mcg/day and fentanyl 1500 mcg/ml at a rate of 834.4 mcg/day. Additional information has been requested from the hcp, a follow-up report will be sent if additional information becomes available.